Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Abdominal abscess is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, the patient experienced abdominal pain. On (B)(6) 2021, the patient experienced elevated c-reactive protein (104 mg/l) and an abdominal radiography was performed; 5cm x 3cm abdominal abscess was discovered, close to the peg entrance area. During the procedure, a drain was placed and left in place to collect abdominal abscess contents. The patient was treated with cefazolin sodium (cezol vial) intravenous 1 gram twice a day from (B)(6) 2021 to (B)(6) 2021; metronidazole (polgyl %5 serum) 100 ml twice a day from (B)(6) 2021 to (B)(6) 2021; ampicillin + sulbactam (sulbaksit vial) intravenous 1 gram four times a day starting (B)(6) 2021; pantoprazole (progas vial) intravenous for prophylactic use 4 mg daily from (B)(6) 2021 to (B)(6) 2021. On (B)(6) 2021, the patient's c-reactive protein was 43 mg/l. On (B)(6) 2021, the physician removed the drain. Follow up visit on (B)(6) 2021, it was noted that the abdominal abscess improved during physician examination.